Manufacturer narrative:
Unused parts were returned to the factory and confirmed that the device could malfunction. A small % of the tube components were found out of specification due to a manufacturing variation. There were 28,000 parts other in the lot than the original reported parts that could be effected and were requested for removal for investigation and destruction. A visit to the lab was made and it was determined there was no effect on the clinical outcome or test results due to the malfunction occurring posttest completion. Should additional information become available, a supplemental report will be submitted.

Event description:
The customer stated that two of their techs noticed on two separate days with multiple patients that the serum filters we use for ldhs testing have been coming apart. When they try to remove the filter from the tube, the rubber plug separates from the clear plastic tubing; leaving the rubber plug in the patient's sample tube. A tweezer is needed to pull the rubber plug from the specimen (possibly creating aerosols). No injuries were reported. The lot # involved was #126056.